Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to reproduce/confirm the reported complaint. The instrument was found to have one grip tang bent causing them to be misaligned and the grips not to open and close properly. The grips were not found to be cracked. While a definitive root cause cannot be established, some common causes of this failure mode may be attributed to (1) driving of the grip tips with full insertion axis force against a rigid object (which may cause the entire grip set to twist and the tang to be forced into the force amp pulley bending it) and/or (2) forcing the instrument removal through the cannula (which may cause the grip tang to get caught by the circumference of the cannula, causing the grip tang to become bent). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the customer could not open the prograsp forceps instrument's jaw. The procedure was completing as planned with no reported injury.